Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The history log shows the pad-pak was first installed on the (B)(6) 2011 and performed to specification, alongside random manual power ons, up to the (B)(6) 2013. The pad-pak was removed for approximately 2 weeks during this time. An increase in voltage suggests a further pad-pak was installed between (B)(6) 2013 and (B)(6) 2016. The device recorded manual power ups of ten minutes duration on the (B)(6) 2013 and then between the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.